Manufacturer narrative:
.

Event description:
After its explantation, this pacemaker unit was reportedly used during scientific test (device was submitted to radioactive irradiations). During these tests on (B)(6) 2015, pacemaker was found in standby mode. An analysis was requested.